Event description:
It is reported that the screws were implanted in 2006. Post-op x-ray showed one of the two screws behind the cup and into superior acetabulum. The screws remain implanted.

Manufacturer narrative:
Evaluation summary: type of driver used is unknown. Probable cause is unknown. No product or x-rays were returned for evaluation. Device history records indicate that the devices were manufactured and packaged to specification.